Event description:
Severe migraines, severe pain and bleeding that keep me in the couch for days all on left side. Diverticulitis suggested as reason for pain. MRI on my head for migraines, weight gain. Lower back problems that have kept me from everything, left side. Allergies that resulted in shots that I had to stop after a year because they didn't help. I have popping in my pelvic that may have nothing to do with this. But I don't know anything. I'm writing to you now because I've been suffering for 14 years and it has been pure hell. I am sitting on my couch unable to function for 4 days now because I was intimate with my husband which is also a side effect I've been dealing with for years. I have been in pain that has limited so much in my life. I have anxiety and depression issues that have made "normal" everyday activities impossible. I won't drive long distance because the pain controls everything I do. I can't do this anymore. I have complained and cried to my husband and my children but I try to cope with it. I have had no explanation as to what all of it is from until I saw this. I have an appt with my primary this friday (B)(6) 2018. This will be the first time I could have a real answer for my suffering. Thank you for reading.